Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an image problem. The event was identified during and unspecified surgery. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to a correction required. Three attempts were performed to obtain additional information, but no response was received from the customer. Corrected fields: b3 - date of event the null value ni was still selected when the correct option was left it blank and just leave the date of the event. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: -the fiber bonding in the outer tube area (distal end) is damaged. -the video cable is broken. -error b31. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is the video cable is broken and therefore error b31 occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.